Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a head trauma.the user was re-implanted.

Event description:
The user's hearing performance with the device is affected after a head trauma.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported trauma seems likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.